Event description:
Patient reported unknown side rupture. Healthcare professional later reported left rupture, capsular contracture baker grade ii, "silicone leakage", and pain. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3.

Event description:
Patient reported unknown side rupture. Healthcare professional later reported left rupture, capsular contracture baker grade ii, "silicone leakage", and pain. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Affected side unknown. Device status unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Affected side is the left side. Additional events of capsular contracture baker grade ii, silicone migration and pain.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported capsular contracture baker grade IV.

Event description:
Patient reported implant rupture. Affected side left. Device has been explanted. Hcp provided further details additionally reporting capsular contracture baker grade ii. Diagnostic testing MRI, ultrasound and palpation were performed. Patient representative reported '¿pain, pressure feeling in the breast and ribs area¿, ¿numbness in the arms and legs¿, ¿loss of appetite, weight loss, brainfog¿, ¿bii symptoms¿, 'fatigue', and anxiety.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ pain: unable to observe since it is not related to the device. ¿ sensation increase/decrease-ndr: unable to observe since it is not related to the device. ¿ varied injuries-ndr: unable to observe since it is not related to the device. ¿ malaise-ndr: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.